Event description:
Device related pain. Cervical pain c5-c6, bilateral shoulder and right arm pain. Revision surgery was performed.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned for evaluation. There was no mechanical malfunction of the device and as such the device was not explanted. A device history record could not be conducted as the device lot numbers are unknown. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.